Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the severely calcified and severely tortuous left anterior descending artery. The 2.25mm x 16mm promus element plus stent was used however difficulty advancing to the lesion was encountered. Several attempts were made to deliver the device but it was found out that the edge of the stent had been lifted. The procedure was completed using a 2.25mm x 12mm promus element¿ plus stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the severely calcified and severely tortuous left anterior descending artery. The 2.25mm x 16mm promus element¿ plus stent was used however difficulty advancing to the lesion was encountered. Several attempts were made to deliver the device but it was found out that the edge of the stent had been lifted. The procedure was completed using a 2.25mm x 12mm promus element¿ plus stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal side. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The distal outer showed minor kinks at a 3 cm section just proximal to the balloon. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).